Event description:
During a procedure using the yuno extension device, the traction device suddenly released while traction was applied to the patient's leg. The procedure was completed successfully. No injury or adverse effects to the patient were reported to maquet. (B)(4).

Manufacturer narrative:
After multiple simulations of possible operating conditions, the described situation had occurred exclusively after a significant overload. This overload has caused the thread of the button to be damaged and therefore, the prescribed holding force could not be achieved.

Manufacturer narrative:
The customer did not return the device for examination. No results are available since no evaluation was possible.

Manufacturer narrative:
The manufacturer has asked the customer to send the defective device for examination. A follow-up report will be submitted once additional information is available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.